Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they they were experiencing high blood glucose readings of 450 mg/dl. The customer ordered their infusion sets through a third party but 2 of them were defective and he needs them replaced. The quick release were not clicking closed on the site, they were not staying and falling off creating some significant health problems. The insulin pump set will be returning for analysis.